Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The fb poly trial broke while reducing the knee.

Manufacturer narrative:
No device associated with this report was returned for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the product family found similar reports that when confirmed where attributed to product wear out. The investigation could not identify or verify a root cause for the current reported event without the device to examine. Based on the inability to determine a root cause the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.